Event description:
Patient underwent right knee replacement and drain was inserted in surgery. While surgeon was removing drain from knee, it broke. Patient required return to surgery to have remaining piece removed. Add¿l info from user facility report: patient underwent right knee replacement on (B)(6) 2006. A hemovac drain was inserted in surgery. On (B)(6) 2006 while the surgeon was removing the hemovac catheter drain from patient¿s knee, the catheter broke. The patient required a return to surgery to have the remaining catheter piece removed.

Manufacturer narrative:
Unfortunately, no product sample was returned for eval. Additionally, no lot number was reported so the device history record (DHR) could not be reviewed. Furthermore, an improvement to the drain mfg process was made but without a lot number it cannot be determined if this action is applicable to this complaint. The instructions for use (IFU) provides detailed info regarding precautions for using these drains. Warnings/complications: ¿to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow steady pressure. Excessive force may result in breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ we will continue to monitor for other similar complaints and utilize the info as part of continuous improvement. Add¿l info from user facility report: report date: (B)(4) 2006. Brand name: jackson pratt- wound drainage. Common device name: catheter.